Event description:
It was reported that the pt experienced shocking/jolting after turning the device on again. The pt gave birth and had turned the device off. The pt suspected that the lead had moved. The pt was redirected to her physician.

Manufacturer narrative:
(B)(4).